Manufacturer narrative:
Investigation of the returned device found the soft cannula to be torn and shortened, resulting in the length of the soft cannula measuring below specification. Investigation of the returned device found the exposed portion of the soft cannula to be torn. Fluid was found to leak from the tear in the exposed portion of the soft cannula during fluid path testing. It could not be determined when or how the damage to the soft cannula occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event. The received device had the cannula assembly fully deployed. Inspection of the formed needle under magnification found no damaged or manufacturing defects. The cause of the reported skin condition irritation complaint could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 300 mg/dl while wearing the pod longer than 48 hours on their arm or abdomen. The patient reported irritation at the cannula insertion site. Investigation of the pod found a tear in the cannula. The device was originally reported for the patient¿s blood glucose remaining high for a long duration, despite administering multiple insulin boluses.